Event description:
During the case, (a laparoscopic hemicolectomy, laparotomy, right colectomy, partial small bowel resection) the reusable harmonic cord engaging pin broke off in the harmonic wave 18s disposable handpiece.

Event description:
During the case, (a laparoscopic hemicolectomy, laparotomy, right colectomy, partial small bowel resection) the reusable harmonic cord engaging pin broke off in the harmonic wave 18s disposable handpiece.